Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect and use error as the initial drain alarm setting was inappropriately programmed. A service history review revealed no previous service events were related to the iipv. A labeling review found labeling to be adequate for the use error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(4) 2010 during drain cycle 1. The patient's drain volume was 3453ml. The fill volume was 2000ml; this information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has not reported any symptoms of overfill. The patient is currently on hemodialysis. No further information is available. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.